Event description:
Had rk (radial keratotomy) surgery in 1986. Had no idea the extreme dry eye, serious light sensitivity and halos I would experience and keep experiencing as I've gotten older. It has hindered me from employment in some cases. Any type of eye surgery is a serious risk that is not discussed or revealed by eye dr's. Period. It's all about the money. Any eye dr I have seen since (and it's been many) can corroborate and have documented my experiences.